Event description:
It was reported that the patient underwent a blalock-taussig operation in 08/2003. A drain was placed and connected to a reservoir. Post operatively, the patient's blood pressure dropped. A cardio-echogram was performed. This did not show fluid accumulation around the heart, but the heart movement was irregular. The reservoir was still compressed and no drainage was noted. Patient was taken back to the operating room and 20 cc of blood was found in the pericardium, resulting in cardiac tamponade. A new drain and reservoir were placed. After the procedure the patient's hemodynamics improved to a normal level. Post-operatively, the patient's blood pressure dropped slightly again. Subsequently, the patient's condition deteriorated and the patient expired a day later. The patient had also experienced a tension pneumothorax which was not detected by x-ray. The death reportedly was not caused by the cardiac tamponade, but by other factors.